Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The medtronic representative confirmed that the issue was due to a mis-configuration in pacs. They had updated their server and the incorrect values were present on the pacs configuration. Once updated to what the navigation device had in the software the issue was resolved.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the prongs on the bulkhead connector were bent. A new bulkhead connector was installed. The system then passed the system checkout and was found to be fully functional. The bulkhead connector was returned to the manufacturer for analysis. Analysis found that both side walls of the returned connector had been broken out with bent and broken leads inside the connector. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the biomed was getting error 721 when trying to query exam. The biomed verified the wall jack, exchanged network cables and upon further inspection, found that the network cables had damaged pins in it. The medtronic representative reported that she replaced the bulkhead on the system, but that did not fully resolve the issue. When she went to test the communication with electronic picture archiving and communication systems (pacs), the pacs port association was red. The mr was going to confirm the pacs information with the pacs admins and make sure the information matches. There was no patient present when this issue was identified.